Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 680 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was exhibiting symptoms of withdrawal including increased spasticity. Imaging was done which showed that the catheter "had moved out of ventricle." It was noted the old catheter "was initially placed in the ventricle." It had "moved out of the ventricle" so the hcp decided to explant the whole catheter and implant a new one into the lumbar region. The event date was noted to be (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the event was alive - no injury. No further complications were reported.